Event description:
Synthes (B)(6) product manager reported that during a demonstration on a matrix model (not in or on a patient) the tip of the right coronal bender broke off. The rod on the model is a titanium alloy (p/n 04.633.284) rod. This set is property of monument evaluations and will be returned with the set. Event #1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.